Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, pe-lined solution set leaked from an unspecified location. This device contained docetaxel. This occurred after priming when the chemotherapy was added to the bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h11: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage testing was performed with no issues observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.